Manufacturer narrative:
(B)(4) date sent: 2/6/2024 d4: batch # 693a62 additional information was requested, and the following was obtained: s the current patient status known? - no was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.)-unknown investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with the handle shrouds partially opened, with the anvil bent upwards, and with no reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device opened without any difficulties noted. The handle shrouds were removed and were found to be damaged. No functional test was performed due to the condition. It is possible that the damage on the handle shrouds was due to improper handling of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information.   As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 693a62, and no non-conformances were identified.

Event description:
It was reported that while trying to fire plee60a for rectum transaction, the gun got stuck and while trying to engage the manual override, it didn't work. The surgeon had to re engage manual over ride two times to open the jaws of the instrument.